Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the ccd (charged coupled device) glass was cracked, and universal cord was broken. A definitive root cause could not be established. Based on the results of the investigation, it is likely that the cracked glass of charged coupled device and broken universal cord led to the malfunction which is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope exhibited flickering image. The issue was identified during reprocessing. The therapeutic laparoscopic procedure was completed with a similar device. There was no report of patient harm.